Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer performed pump reset using guidance from technical support, and after reset customer was able to interact with pump screen; no additional information was received regarding further outcome of the event.